Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a keypad anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened act, down arrow and up arrow buttons dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. No damage found inside the pump. Unable to perform the self test and displacement test due to button/keypad anomaly. Pump had cracked reservoir tube lip and minor scratched display window.